Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 37 mg/dl; cause was not known. The customer was given carbohydrates to consume in the ER to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.